Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s friend reported that, using the programmer, the patient was on program 3 at 2.6 volts and confirmed the stimulation was on. The same previous reported issues were reiterated and the reporter wanted to see if they could do to help comfort the patient¿s symptoms. The stimulation was increased to 5.0 volts but the patient still could not feel the stimulation. When asked if the patient had followed up with their healthcare professional (hcp), it was reported that they had not. It was recommended to the reporter that do follow up with the hcp due to the history of multiple falls. The reporter stated that they would follow up with the hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event was reported as "about 3 months ago" (2018). See manufacturer¿s report #3004209178-2018-22429 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy which started about 3 months ago. The patient stated that when they stood up, they had no control and just ¿pees all over¿. It was unknown if the issue was related to positional movement. The patient had not checked the device using the programmer prior to report and had not found a healthcare professional (hcp) in (B)(6) to check the device. The patient was currently in (B)(6) and was mentioned they experienced issues with asthma when they were in (B)(6). It was initially reported that the patient had heart problems and experienced tias so as a result they had difficulty remembering. It was also reported that, the night before last, they had problems with breathing, had a prolapsed mitral valve, and had severe headaches due to tias. The patient stated that they went to the ER ¿as that is the direction hcp in (B)(6) provided when she called hcp 3-4 weeks ago¿. It was further noted that the patient had 4 falls related to the tias been mentioned the had not hurt themselves. The patient did not know if the therapy was on or off and, the last time the device was checked, they would need to have the device replaced (patient thought the appointment was about 3 months ago but was not sure). However, the patient did not recall if this pertained to the remote or to the implanted device. (It was noted during the report that the patient was switching from one topic to the next in the conversation and that it was ¿challenging¿ to get the required information. Information). They did have access to a programmer and, when the pressed the screen on button they received a blank screen. The did not remember the last time the batteries were checked. Battery information was reviewed with the patient and they were to make arrangements to get new batteries. There were no further complications reported or anticipated.